Event description:
It was reported that the device was used during a gastric bypass procedure. The device locked up on the stomach. After jiggling the device for several seconds, the device came off the tissue. Another device was used to complete the case. There was no adverse consequence to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.